Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17483. It was reported that the patient presented in emergency room. Upon merlin on demand transmission, two inappropriate high voltage shocks due to atrial fibrillation (af) with rapid ventricular rate (rvr) were observed. Noise oversensing was also noted. Upon interrogation, inconsistent capture threshold and double counting due to right ventricular (rv) lead dislodgement and far p-wave oversensing were observed. Programming change was made. The rv lead was repositioned. The patient was stable throughout the procedure and was discharged without any adverse issues.